Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a uv flash transfer set. The doctor stated that the spike of the transfer set came off from the port of the uv twin bag, when the patient set the set in the clean flash. There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device was received at baxter for evaluation. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed and the root cause could not be determined. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A uv spike outside diameter measurement was performed with the reading found to be within specification limits. The lot number was unknown; therefore, no batch review could be performed.